Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached "around 400" (mg/dl) while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. Patient stated the infusion site (abdomen) was bleeding a bit. As treatment, patient stated that "he usually delivers a bolus, and if it does not work he uses a syringe". The patient's blood glucose history is as follows: (B)(6).